Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: was reported as "2014" and "not long after implant" - exact date was not available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient (via the manufacturer¿s representative) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had their implantable neurostimulator (ins) system explanted not long after implant (2014) due to ¿infections¿. The patient was never re-implanted with a device.